Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No further information has been able to be obtained. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information via patient registration that approximately 44 months following implant of this 12mm pulmonary conduit in a pediatric patient, the device was explanted and replaced with an 18mm conduit. No adverse patient effects were reported. The reason for explant was not reported.

Manufacturer narrative:
The product has not been returned, therefore no product analysis can be performed. Attempts to obtain additional information regarding the explant of this device have been unsuccessful. A supplemental report will be filed if the product is returned or additional information is obtained. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.